Event description:
Hospital reported a problem with an osteon drill that was on loan tothe hospital. Other related items wre in use at the same time. Ref: osteon moto/hose, osteon foot control, universal hose, osteon bur. Serial numbers are unknown.dr. Was operating on the anterior cervical spine of patient. The dr. Claimed that the drill wiped out of controldevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.